Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: updated: b2; b4; b5; d2; e1; g1; g3; g6; h1; h2; h6 the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient had an initial left total knee arthroplasty performed. Subsequently, the patient was revised about 4 years later, due to pain and loosening. During the revision, the tibial component was found grossly loose with the bone cement having little adherence to the tibial component but was well adherent to the underlying bone. The femoral component was found well-fixed but was revised as well. The initial patellar component was found well-fixed and was left intact. There were no intraop or postop complications reported.

Event description:
It was reported by the legal representative for a patient, that they underwent a left knee arthroplasty. Subsequently, about 3.5 years later, the patient is experiencing pain and loosening. No revision has been reported at this time. Revision scheduled for early next year. All available information has been provided.

Manufacturer narrative:
(B)(4). D10: 00596403210, articular surface size ef 10 mm height, 65026161. 00597206532, all poly patella standard cemented, 65134341. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g1; g3; g6; h1; h2; h3; h6. The reported event could not be confirmed. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The device history record was reviewed and no discrepancies relevant to the reported event were found. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: planned revision due to pain/loosening. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.